Manufacturer narrative:
Medwatch sent to FDA on 04/11/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of partial necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling for the reported event of necrosis: "undesirable effects cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account." This MDR is being submitted late. CAPA (B)(4) had identified an error in the categorization of the device clearance status resulting in a no filing decision. The root cause was identified that the PMA/510(k) clearance identification process was not robust. A corrective action of adding the 510(k) /PMA clearance status into accessible trackwise fields is being implemented. As an interim control, weekly reports are being run to identify any errors, prior to MDR filing timeline requirements.

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the nose. Prior to injection the patient was given a local anesthetic. Patient developed "a wound of the nose" that consisted of a "delayed partial necrosis of nasal top skin." The necrosis was not considered "a result of a vascular event." Patient was treated with hyaluronidase, nitropaste, aspirin and hyperbaric oxygen for two weeks. Symptoms "resolved without permanent damage."